Event description:
It was reported that a malfunction alarm occurred on pump and displayed malfunction code malf 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.